Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was reported that there was corrosion in the battery compartment. It was noted that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2019 with the following findings: a review of the black box showed no evidence of a short battery life. The pump electrical current draws were within specification. Corrosion was found in the battery compartment. The battery compartment was cracked with a leak. The pump was opened, and no further evidence of moisture was found.